Event description:
The manufacturer received information alleging the device turned itself off during night for about 30 seconds, then resumed therapy. Patient woke gasping for air. Patient described it as a dangerous situation as his lung capacity continues to drop he relies heavily on the device for uninterrupted sleep. No medical intervention specified. The ventilator was returned to the manufacturer's service center for evaluation and it was found that device recorded an o2 fan failure alarm. Service center determined that once the power supply was re-connected, the fan continued to run.